Event description:
It was reported that the patient kept her stimulation setting low because when it was increased it was too strong and she would feel it in her leg and foot. The patient experienced a return of symptoms. She underwent reprogramming and then her device was replaced. The pt outcome is unknown. Further information is being requested for the hcp.